Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 200 mg/dl. The customer stated that the end cap seems loose. The customer stated that the end cap gets banged from time to time, falls out of the pouch. The customer stated that the drive support is flush. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.